Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited premature battery depletion. The implantable cardioverter defibrillator was explanted. Patient was stable.